Manufacturer narrative:
This device is affected by a field safety corrective action and was recalled due to a potential manufacturing defect of the battery.

Event description:
The device was exchanged following the field safety notice. After an implantation period of 9 months it was replaced by a new device. There were no complication or side effects reported.